Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a male patient in cardiac arrest. The manual CPR was performed for an unknown time by the responding agency before the application of the autopulse platform. Per a reporter, the platform stopped after performing for an unknown period. Immediately, the crew reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient expired. No additional information was provided. Per the reporter, the patient's death was not related to the autopulse platform. After the patient call, the lifeband was replaced and the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message upon power on.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the out-of-specification drivetrain motor brake gap (too wide), likely due to a defective component. This caused the autopulse to stop functioning with a system error, per design. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was out of specification, which caused the system error 139. The brake gap could not be adjusted due to the defective drivetrain motor assembly. The defective drive train motor was replaced to remedy the fault. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).